Manufacturer narrative:
It was observed that the connector to the capacitor discharge pcb assembly, p22, was disconnected which resulted in device to give an 'abnormal energy' message. The root cause was determined to be due to the disconnected connector p22.

Event description:
A customer contacted physio-control to report that their device had displayed an 'abnormal energy message' during patient treatment. An 'abnormal energy delivery" message may indicate that the device is not delivering an adequate shock. There was no harm to the patient as a result of the reported event. The patient was confirmed to be dead prior to the reported event.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. Physio-control is waiting for clarification of results. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A customer contacted physio-control to report that their device had displayed an 'abnormal energy message' during patient treatment. An 'abnormal energy delivery" message may indicate that the device is not delivering an adequate shock. There was no harm to the patient as a result of the reported event. The patient was confirmed to be dead prior to the reported event.